Manufacturer narrative:
It was reported that after an initial bunion surgery, the hardware was removed in a revision surgery on 03/10/2023 due to nerve irritation. Additional information indicates the surgeon believed the plate was applying pressure to the nerve. Upon removal, the patient's bones were completely fused/healed and there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the surgeon, the nerve irritation is likely a result of pressure applied by the plate, plate placement. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, the hardware was removed in a revision surgery on (B)(6) 2023 due to nerve irritation. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.